Manufacturer narrative:
Results could not be duplicated with sample tested. This tube has a narrow lumen and possible methods of increasing space between the stylet and the tubes are being investigated.

Event description:
Pt with esophageal varix was intubated with an an11s and encountered difficulty removing stylet from tube. Tube had to be removed from pt.